Event description:
Related manufacturer report number: 2916596-2021-02940.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was in the clinic for a routine check-up. It was reported that while connecting to the power module the pump was not maintaining the fixed speed for a couple of seconds and a pump stop occurred. The patient collapsed at the moment of pump stop and the vad coordinator pushed the alarm silence button to restart the pump. Log file review did not find any connection between the controller and heartmate touch prior to (B)(6) 2021, review of the log files revealed a pump stop on (B)(6) 2021 due to an intentional pump stop command being received shortly after connecting to the power module, which was connected to the heartmate touch (via bluetooth).

Event description:
Related manufacturer report numbers: 2916596-2021-02940 and 2916596-2021-02660.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data provided by the account confirmed a transient pump stop event due to an intentional pump stop command. The account reported that the ventricular assist device (vad) coordinator was training on heartmate touch with a demo pump, and that the power cables were disconnected before the pump stop sequence was finished. This heartmate touch was later connected to a patient¿s equipment. Following the connection of the adapter to the power module, device pairing between the power module and heartmate touch, controller connection to the patient cable, and controller pairing, the pump stopped. The patient collapsed at the moment of the pump stop. The alarm silence button on the controller was pressed, and the pump was restarted. The patient was discharged. It was reported on 18may2021 that the patient was doing fine. The system controller event log file, which contained data from 21apr2021 to 29apr2021, showed a transient pump stop on (B)(6) 2021 with corresponding low flow, lvad off, and low speed advisory alarms, as well as faults for intentional pump stop, low speed advisory, low speed hazard, low pump current, pump stop, and low flow. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) for use with the heartmate touch is currently available. Section 4 ¿heartmate touch communication system¿ states to use the stop pump button, which can only be found on the clinical view screen, to turn off the pump. When this button is pressed, a stop pump confirmation message appears. If cancel is tapped, the pump remains running at the previously set mode and speed. If stop pump is pressed, a progress bar appears and the pump will stop within a few seconds. After the pump stop completes, start pump appears and the pump may be restarted. The IFU also lists the conditions for restarting the pump: at <4000 rpm, the system must be restarted from the app if the backup battery is not installed, but can be started from pressing a button on the system controller if both the backup battery is installed and the system is powered externally. If the system is operating at >4000 rpm, has the backup battery installed, and is powered externally, it will restart automatically. Section 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. The current heartmate 3 patient handbook contains section 7 ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.